Event description:
Reported that the device would make whistling sound, when activated would give solid tone or error code. Tried torque and re-torque. Still got instrument error code. Open second one to complete the case. No pt consequence.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining portion of the blade had gouges. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."